Event description:
It was reported that the pump does not charge, also change the power supply.

Manufacturer narrative:
Additional narrative: we have now concluded our investigation into this complaint. Visual inspection and functional evaluation of the complaint sample were performed and no problem with the device was found, it charges as expected. On this occasion, as no problem was found, we could not corroborate a relationship, if any, between the device and the reported incident. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution (B)(6) 2016. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Description of event or problem updated.

Event description:
It was reported that the pump does not charge. The customer changed the power supply but the pump still did not work. There was a back up available. There was not patient impact.